Event description:
The account alleges that when the physician was trying to advance the catheter into the patients urostomy the tip detached. The physician was successful in retrieving the detached catheter tip by hand. No medical or surgical intervention necessary. Another catheter was used to complete the procedure for this patient.

Manufacturer narrative:
The suspect device is expected to return for investigation. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. Functional testing was performed. The complaint is confirmed. The root cause is attributed to intentional off-label use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.